Event description:
A potential product issue has been identified with our oncor impression plus linear accelerator. I the abundance of caution this issue is being reported. The customer set a pt on the pt table and the gantry moved from 0 degrees to over 180 degrees without command. The gantry was stopped after the customer pressed the motion stop button. The customer moved the pt table to evacuate the pt. As a result, nobody was injured.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There has been no injury reported. The complaint behavior may potentially result in a serious injury. There are emergency off buttons installed and were used to stop the unintended gantry motion. Probability: c (remote). According to the user manual the therapist must supervise the pt treatment at all the times and stop any unexpected motion of the system before a pt is injured by moving parts. Other types of siemens linear accelerators are also concerned. No other products are concerned.